Event description:
It was reported that the vascular features on the 9800 sys were disabled. This was discovered during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The vascular features were activated during the svc call. The sys was tested and found to be working as intended and put back into svc. Result: the sys configuration was reset to default settings.